Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as the was no device deformation observed that could result in the retention of foreign material. The investigation could not confirm if the facility device reprocessing was performed in accordance to the IFU, as insufficient information was available. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". ¿inspection of endoscope¿ ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the spray button¿ ¿1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger¿. ¿2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus. - there was no delay in the start of pre-cleaning. - it is unknown if the air/water nozzle was flushed with water and air. - there were no abnormalities in the accessories used for reprocessing. - it is unknown if the air/water nozzle was wiped/brushed with clean lint free cloths, brushes, or sponges. - the air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope, due to an unspecified air/water leakage issue. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered, that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing found during the device evaluation.

Manufacturer narrative:
Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The watertightness of the "up & down" knob was not maintained. Additionally, as noted in b5, the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. The angle wire was also found elongated and caused the bending angle and angle knob to fall out of specification. The insertion tube was discolored. The suction cylinder overall suction was found insufficient; due to the abrasion present. There were scratches found on the angle fixing lever and water coverage was observed on the electrical connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.